Event description:
(B)(6) 2021, clip was found broken during usage prior to the patient.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was returned with 3 clips remaining. No broken clips or broken parts were returned. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge appears typical. Functional inspection was performed on the remaining clips in the cartridge. A lab inventory clip applier was used. All 3 remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The 3 returned clips were able to properly load and fire onto surgical tubing. The reported complaint of "broken/detached parts - clip - hinge" was not confirmed based upon the sample received. The cartridge was returned with three clips remaining. No broken clips or parts were returned. Upon functional inspection, all three remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. Since no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d2000173 was manufactured on 04/07/2020 a total of (B)(4) pieces. Lot was released on (B)(6) 2020. DHR investigation did not show issues related to complaint. From the pictures, it was confirmed the defect reported by the customer "broken parts - clip - info not provided". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot # 73h2100260, the samples were visually inspected and issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken parts - clip - info not provided" could be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
(B)(6) 2021, clip was found broken during usage prior to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, clip was found broken during usage prior to the patient.